Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a biopsy procedure.according to the complainant, during preparation for the procedure, the device was inspected and it was noticed that the forceps jaws were bent sideways and a fracture was visible. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)